Manufacturer narrative:
(B)(4).

Event description:
It was reported that heartbeat detection was not successful during generator implant surgery. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that a model 106 pre-surgical evaluation was not performed as indicated in labeling. The company representative has since performed re-training for the surgeon regarding the importance of the pre-surgical evaluation.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the recall reporting number assigned for the actions for the reported event.

Event description:
Additional programming history from date of implant was reviewed. This new data was the beginning interrogation and programming data prior to the history reported in supplemental MDR #1. No system diagnostics were performed in the provided data. Initial interrogate of the device however revealed normal lead impedance of 994 ohms. All output currents were programmed off at that point. However, then the device was programmed on at settings. Auto-stimulation was off which may have impacted the heartbeat detection operation. The battery indicator is ifi ¿ no. Tachycardia detection was programmed off throughout all of the newly received data. Sensitivity level of 1 was set at this time. Lead impedance was within normal limits within all of this (B)(4) 2015 data. The device remains implanted with patient monitoring. It is unknown if pre-surgical evaluation was performed as indicating in company labeling. No additional relevant information has been received to date.

Event description:
Available programming history was received from the date of implant. The device was interrogated with output current programmed on and autostim output current programmed off. Tachycardia detection was programmed on, and sensitivity levels of 3, 2, 4, and 5 were attempted prior to programming the tachycardia detection off. A system diagnostic was performed and results were within normal limits.

Event description:
The patient later had a troubleshooting appointment on (B)(6) 2016. It was reported that the generator and lead were just a few inches apart so the median r wave value was only 0.2 mv. For this reason, the autostim and tachycardia detection features were both turned off. The minimum r wave value per device labeling is 0.4mv. As a result, this appears to be a contributing cause of the undersensing.

Event description:
The patient had a follow-up appointment on (B)(6) 2015 but was not evaluated by a company representative as part of the field-action. A copy of the physician's tablet data was made, but the data has not been reviewed in-house to date. No additional relevant information has been received to date.

Event description:
The new data received contained interrogation, programming and system diagnostic test on (B)(6) 2015. The device remained programmed at 0.75ma. During the appointment visit, the autostimulation setting was programmed on from 0ma to 1ma and tachycardia detection was turned on at 40% threshold and sensitivity setting of 3. Autostimulation programming changes and threshold/sensitivity settings were not attempted at this visit. The autostimulation was only programmed on. System diagnostic test was performed at the conclusion of the visit and was within normal limits.